Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, the drive transducer ((B)(4)) was replaced. The iabp was calibrated, functional tested and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on apt, while they were taking the pt off of the iabp, the iabp displayed maintenance code #2 (shuttle transducer offset failure) and they were unable to autofill. No pt injury was reported.